Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and performed a total service call. The fse replaced the primary reagent probe and heater coil, tubing, diluter and the luminometer in troubleshooting a probable cause . The parts replaced most likely were not a contributing cause for the confirmed (B)(6) result as there were no other (B)(6) patient results at the time of the event. The fse performed an assay calibration and ran quality controls that failed due to a pinched degasser line and observed that the customer had not performed their daily system cleaning protocol for the last two days. The confirmed positive advia centaur xp hbsag result when compared to the non reactive test result from an alternate is unknown. Siemens has inquired if the patient sample is available for further investigation. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
A confirmed (B)(6) advia centaur xp (B)(6) result was obtained on a patient sample and considered discordant when compared to an alternate laboratory non (B)(6) result from a second patient sample draw. The customer performed repeat hbsag testing and ran (B)(6) confirmatory and the results were (B)(6) and confirmed. The patient was redrawn and the sample was sent to an alternate laboratory for verification testing and the (B)(6) result was (B)(6). The (B)(6) result was reported to the physician. There was no known report of patient treatment being altered or adverse health consequences due to the (B)(6) advia centaur xp hbsag assay result.